Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The batch documentation review incl. The quality inspection reports did not reveal irregularities or deviations in the production process. The implant corresponds with our specifications. The visual inspection shows the uhmwpe bushing is worn at the distal edge. The customer was contacted several times for further information regarding this complaint. As the x-ray images and surgery reports were not provided, we have not been able to conduct a more comprehensive investigation to determine the root cause in this case. The bmi of the patient was 32.5 and may have contributed to the worn bushing. The waldemar link (B)(4) is aiming for the highest product quality and trying to keep the failure rate as low as possible by means of the customer feedback. Permanent employee trainings and market surveillance are performed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
This was the second revision for this patient. The patient felt instable and loose. Once into the knee you could clearly see the poly housing had worn away and fractured.